Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their retainer ring was missing so reservoir was lose. The customer¿s blood glucose level was unknown at the time of the incident. Troubleshoot was not performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit was not received stuck in the manufacturing mode. Unit was received with missing retainer ring and reservoir tube lip o-ring. Unable to perform displacement test and p-cap / reservoir will not lock properly due to missing retainer. Unit was received with cracked case on the back at the belt clip rails corner and battery tube threads. Unit was received with cracked keypad overlay at select button. Unit was received with minor scratched display window, case and keypad overlay. Unit was received with faded serial number label.